Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site. Symptoms were chills and fever. The physician believed that the infection was not procedure related and it was not known what caused the event. The patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively.